Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had perforated the fallopian tube, and was protruding out of the tube, into the abdominal cavity/perforation (fallopian tube)"), device dislocation ("the left essure micro-insert had migrated, and was protruding out of the tube, into the abdominal cavity/migration of essure device") and device breakage ("portion of the left essure micro-insert was found in the uterus") in a 35-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and novasure ablation was performed same day". The patient's past medical history included arm fracture from (B)(6) 2011 to (B)(6) 2011, multigravida, parity 5 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2010), recurrent abortion, uterine cervix dilation procedure, nausea, appetite lost, depression, appendicitis, spotting vaginal, ovarian cyst ruptured, appendectomy in 2009, caesarean section in 2006, loop electrosurgical excision procedure in 2000, orthopedic procedure in 1989 and ovarian cyst ruptured. Denied alcohol use. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included drug allergy (other (mild to moderate)), rash, drug allergy (other (moderate)), anxiety (compazine), uterine bleeding and nonsmoker. Family history included heart disease, unspecified (maternal grandfather), diabetes (father, grand parents and daughter), breast cancer (maternal grand mother) and hypertension (mother). Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 19 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/unrelenting pelvic pain/pain"), dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), headache ("headaches"), fatigue ("chronic fatigue/fatigue"), dyspareunia ("pain during intercourse./dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("a worsening of her depression"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced abdominal pain lower ("severe abdominal cramping when not menstruating/ severe lower abdominal pain"), abdominal distension ("severe bloating"), uterine pain ("severe uterine pain when not menstruating") and rash ("skin rashes"). In 2014, the patient experienced complication of device removal ("continued to experience pain after surgery because essure has not been completely removed"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (advil), paracetamol (tylenol), surgery ((B)(6) 2014: removal of migrated coil, only partial essure removal,total hysterectomy,salphingectomy.) And surgery (underwent a cystoscopy, total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, headache, fatigue, dyspareunia, uterine pain, rash, vaginal discharge, anxiety, depression, migraine and vaginal haemorrhage had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the outer coil was deployed and the micro insert placed so that 4 coils were seen. Continues to experience pain after surgery in 2014 because essure had not been completely removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes ultrasound pelvis - on (B)(6) 2015: normal ultrasound scan - on (B)(6) 2012: confirming full occlusion of fallopian tubes she underwent several ultrasounds, none of which offered an explanation for her chronic, lower abdominal pain and (B)(6) 2014, she underwent an exploratory diagnostic laparoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming abdominal pain, pelvic pain, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had perforated the fallopian tube, and was protruding out of the tube, into the abdominal cavity/perforation (fallopian tube)/ punctured a hole in a tube"), device dislocation ("the left essure micro-insert had migrated, and was protruding out of the tube, into the abdominal cavity/migration of essure device") and device breakage ("portion of the left essure micro-insert was found in the uterus") in a 35-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and novasure ablation was performed same day". The patient's past medical history included arm fracture from june 2011 to july 2011, multigravida, parity 5 (01-jan-1997, 09-sep-1999, 15-apr-2001, 07-aug-2006 and 10-jul-2010), recurrent abortion, uterine cervix dilation procedure, nausea, appetite lost, depression, appendicitis, spotting vaginal, ovarian cyst ruptured, appendectomy in 2009, caesarean section in 2006, loop electrosurgical excision procedure in 2000, orthopedic procedure in 1989 and ovarian cyst ruptured. Denied alcohol use. Previously administered products included for birth control: mirena iud from 1-oct-2010 to 1-dec-2010. Concurrent conditions included drug allergy (other (mild to moderate)), rash, drug allergy (other (moderate)), anxiety (compazine), uterine bleeding and nonsmoker. Family history included heart disease, unspecified (maternal grandfather), diabetes (father, grand parents and daughter), breast cancer (maternal grand mother) and hypertension (mother). Concomitant products included fluoxetine hydrochloride (prozac), hydromorphone hydrochloride (dilaudid) and venlafaxine (effexor) since 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 19 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/unrelenting pelvic pain/pain"), dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), headache ("headaches"), fatigue ("chronic fatigue/fatigue"), dyspareunia ("pain during intercourse./dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems :anxiety"), depression ("a worsening of her depression"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2012, the patient experienced abdominal pain lower ("severe abdominal cramping when not menstruating/ severe lower abdominal pain"), abdominal distension ("severe bloating"), uterine pain ("severe uterine pain when not menstruating") and rash ("skin rashes"). In 2014, the patient experienced complication of device removal ("continued to experience pain after surgery because essure has not been completely removed"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (advil), paracetamol (tylenol), surgery (3-10-2014: removal of migrated coil, only partial essure removal,total hysterectomy,salphingectomy.), surgery (on (B)(6) 2014: exploratory laparoscopy and removal of migrated coil, only partial essure removal) and surgery (underwent a cystoscopy, total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, dysmenorrhoea, menorrhagia, abdominal distension, headache, fatigue, dyspareunia, uterine pain, rash, vaginal discharge, anxiety, depression, migraine and vaginal haemorrhage had resolved, the pelvic pain and abdominal pain lower had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the outer coil was deployed and the micro insert placed so that 4 coils were seen. Continues to experience pain after surgery in 2014 because essure had not been completely removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-sep-2012: confirming full occlusion of fallopian tubes ultrasound pelvis - on 29-jan-2015: normal ultrasound scan - on 27-sep-2012: confirming full occlusion of fallopian tubes she underwent several ultrasounds, none of which offered an explanation for her chronic, lower abdominal pain and 13-oct-2014, she underwent an exploratory diagnostic laparoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming abdominal pain, pelvic pain, medical device monitoring error quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Concomitant condition added. Event outcome updated as not recovered for event abdominal pain lower and pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had perforated the fallopian tube, and was protruding out of the tube, into the abdominal cavity/perforation (fallopian tube)"), device dislocation ("the left essure micro-insert had migrated, and was protruding out of the tube, into the abdominal cavity/migration of essure device") and device breakage ("portion of the left essure micro-insert was found in the uterus") in a 35-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and novasure ablation was performed same day." The patient's past medical history included arm fracture from june 2011 to july 2011, multigravida, multiparous (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2010), recurrent abortion, uterine cervix dilation procedure, nausea, appetite lost, depression, appendicitis, spotting vaginal, ovarian cyst ruptured, appendectomy in 2009, caesarean section in 2006, loop electrosurgical excision procedure in 2000, orthopedic procedure in 1989 and ovarian cyst ruptured. Denied alcohol use. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included drug allergy (other (mild to moderate)), rash, drug allergy (other (moderate)), anxiety (compazine), uterine bleeding and nonsmoker. Family history included heart disease, unspecified (maternal grandfather), diabetes (father, grand parents and daughter), breast cancer (maternal grand mother) and hypertension (mother). Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 19 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/unrelenting pelvic pain/pain"), dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), headache ("headaches"), fatigue ("chronic fatigue/fatigue"), dyspareunia ("pain during intercourse./dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("a worsening of her depression"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2012, the patient experienced abdominal pain lower ("severe abdominal cramping when not menstruating/ severe lower abdominal pain"), abdominal distension ("severe bloating"), uterine pain ("severe uterine pain when not menstruating") and rash ("skin rashes"). In 2014, the patient experienced complication of device removal ("continued to experience pain after surgery because essure has not been completely removed"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant and intervention required). The patient was treated with ibuprofen (advil), paracetamol (tylenol), surgery (on (B)(6) 2014: exploratory laparoscopy and removal of migrated coil, only partial essure removal) and surgery (underwent a cystoscopy, total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, headache, fatigue, dyspareunia, uterine pain, rash, vaginal discharge, anxiety, depression, migraine and vaginal haemorrhage had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the outer coil was deployed and the micro insert placed so that 4 coils were seen. Continues to experience pain after surgery in 2014 because essure had not been completely removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes ultrasound pelvis - on (B)(6) 2015: normal ultrasound scan - on (B)(6) 2012: confirming full occlusion of fallopian tubes she underwent several ultrasounds, none of which offered an explanation for her chronic, lower abdominal pain and (B)(6) 2014, she underwent an exploratory diagnostic laparoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming abdominal pain, pelvic pain, medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Patient's demographics and relevant history was added. Lot number added. Events added per pfs: migraines, abnormal bleeding (vaginal), continued to experience pain after surgery because essure has not been completely removed was added. Event added per mr: essure procedure and novasure ablation was performed same day. Onset date of events was updated to (B)(6) 2012 and outcome recovered/resolved was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had perforated the fallopian tube, and was protruding out of the tube, into the abdominal cavity"), device dislocation ("the left essure micro-insert had migrated, and was protruding out of the tube, into the abdominal cavity") and device breakage ("portion of the left essure micro-insert was found in the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/unrelenting pelvic pain"), dysmenorrhoea ("abnormally severe pain during menstruation"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe abdominal cramping when not menstruating/ severe lower abdominal pain"), abdominal distension ("severe bloating"), headache ("headaches"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), uterine pain ("severe uterine pain when not menstruating"), rash ("skin rashes"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and depression ("a worsening of her depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (partial left salpingectomy,left fallopian tube and the left essure micro-insert were both removed), surgery (partial left salpingectomy,left fallopian tube and the left essure micro-insert were both removed) and surgery (underwent a cystoscopy, total hysterectomy and bilateral salpingectomy, during which her cervix). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, headache, fatigue, dyspareunia, uterine pain, rash, vaginal discharge, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, pelvic pain, rash, uterine pain and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2016, underwent a cystoscopy, total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, right fallopian tube, and the remaining portion of the left fallopian tube, were all removed. Since her second removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2012: confirming full occlusion of fallopian tubes. She underwent several ultrasounds, none of which offered an explanation for her chronic, lower abdominal pain and (B)(6) 2014, she underwent an exploratory diagnostic laparoscopy. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.